Event description:
The site was acquiring a whole body scan on the skylight camera. The technologist used the learn mode to contour the pt's body for detector one (det 1) to follow during the acquisition. After the technologist had contoured the pt's body for the scan, they started the acquisition. During the acquisition, det 1 made contact with the pt's chest. The collision sensor on det 1 went off; thus halting the system motion. The technologist went to clear the collision by pressing the collision override in order to raise det 1 up. When the technologist was attempting to move det 1, it started to apply more pressure onto the pt's chest. The technologist was able to have the pt slide out from underneath the detector. The technologist stated that the pt, on their own, went to the emergency room to be checked out. According to the technologist, the pt had received a bruised sternum from the det 1 making contact with the pt's chest. The technologist placed a service call for their field service engineer (fse) to come into the site. The fse went into the site to access the reported issue on the skylight camera. The fse noticed that the radius in button for det 1 was stuck. The fse is returning the hand controller to philips for further eval.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).